Event description:
It was reported that a few months ago at times it feels like its not where it used to be, but not sure. It felt like the ins was moving around and hurts. The patient did not have a lot of meat in the in the rear end and when she bumped it, it really hurt. The patient was not sure if it was the wires going to her tailbone but very sore and new lump there. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2014-00255.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v465541, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).